Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient reported that her pump was 14 years old. She hadn¿t had it filled in probably 5-6 years. The pump had last been filled with morphine and it was ¿probably at the highest setting you can get it to¿. There was currently no medication in the pump. The pump helped for a few years and then about 3-4 years after implant it was not really helping her pain and started making her sicker. She started to have effects from the morphine and lost like 20 pounds. Morphine did not do as good of a job as demerol did. The pump had been alarming for about 6 years. The alarm sounded like a truck backing up and it was driving her crazy. The patient wanted to know when the pump could be taken out. No further complications have been reported as a result of this event.